Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about a week or so ago they started having issues with their dbs therapy. Patient said that they were at the hospital and they had charged their implant to 70% but the dbs therapy still showed off. During call agent walked patient through starting an implant charging session and the implant battery was 0%, only a red battery showed and therapy was off. Agent reviewed that patient would need to charge implant up sufficiently to be able to turn therapy back on using communicator and dbs therapy application.